Manufacturer narrative:
This report is submitted on november 01, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision on (B)(6) 2018 during an abutment change.